Manufacturer narrative:
The manufacturer was previously contacted in reference to a customer requesting information on shipping back a device due to a patient passing and not needing it anymore. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. Section h is updated in this report. The device was returned to manufacturer for evaluation. The internal/ external part was visually inspected of device. During the evaluation, the manufacturer reported no errors. In addition, the device has been passed full test.

Event description:
The manufacturer was contacted in reference to a customer requesting information on shipping back a device due to a patient passing and not needing it anymore. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device has not been returned to the manufacturer for investigation. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.